Event description:
It was reported that on (B)(6) 2011, the patient was admitted to the hospital. On (B)(6) 2011, the patient underwent a xience v stenting procedure in the mid right coronary (rca) artery with one 3.5 x 18 mm stent. Approximately three hours post procedure the patient experienced chest pain, acute thrombosis, elevated cardiac enzymes and electrocardiogram changes to suggest a st-elevation myocardial infarction. The patient underwent percutaneous coronary intervention in the mid rca to treat the acute thrombosis. The patient was discharged from the hospital on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, myocardial infarction and thrombosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.